Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the upstream occlusion (uso) sensor. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an upstream occlusion alarm. Device settings: res vol 202.1 ml, cont rate 10.0 ml/hr, vol given 39.9 ml. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.